Event description:
It was reported that during a da vinci s hysterectomy surgical procedure, sparking was observed during dissection in the pelvis and it gave the patient "norvstimulation". No cautery went to the patient colon and the planned procedure was completed with a replacement instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was not returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post evaluation) and/or if additional information is received.